Event description:
Initial result for a pt calcium was 9.0 mg/dl. When repeated, the result was 5.1 mg/dl. The incorrect result was not used to guide pt therapy. The field service representative was unable to determine a cause for the discrepancy.